Event description:
In a series of pts operated between 2001 and 2003, the surgeon has noted an abnormal rate of aseptic loosening. Therefore a systematic review of this group of pts has been initiated. This pt is part of this group. On the x-rays a hole in the cement mantle has been detected during a follow-up control in 2004, some 10 months after the initial surgery. Revision surgery is an option.